Manufacturer narrative:
Retention sample test: on (B)(6) 2024, (B)(4) pieces of the above retention sample products were extracted from the batch number: ckdd01-01 specification model: 18g×1 1/2 "(1.3mm×38mm) for relevant testing, and the specific tests are as follows: 1. Keep (B)(4) samples of the same batch of products and test the appearance of the hypodermic needle one by one with the aid of a 10x magnifying glass to check that the tip of the needle has no burrs, bent hooks and other abnormal conditions; the above batch appearance test is normal. (Detection tool: 10x magnifying glass, inspection personnel: (B)(6)). 2. (B)(4) retained hypodermic needles of this batch were used for puncture and fragmentation drop test (according to iso7864:2016 appendix b), and 25 bottle stopper hardness was selected for test to meet the standard requirements (bottle stopper hardness: (B)(4) sauer a-55 sauer a), each bottle stopper is punctured vertically (B)(4) times at different positions in the puncture area, and after the fourth puncture, the drop dust in the channel is discharged into the injection bottle by rinsing or by a patent-free device (such as a syringe); (B)(4)piercings (each stopper) x25 stoppers for (B)(4) piercings (B)(4) times of puncture (each hypodermic needle) x25 hypodermic needles, a total of (B)(4) puncture times, the above test results of this batch of puncture debris number is 0 (inspector: (B)(6)) (2) production process review: according to the batch number, the batch records of the production process of the batch of products and the finished product inspection report are traced. There are no abnormal conditions in the process inspection and finished product inspection, and the raw materials and production technology of the products have not changed. As stated in iso7864:2016 single-use hypodermic needle standard, there are test instructions for fragmentation drop items in appendix b, but the standard does not specify and require the amount of fragmentation drop of hypodermic needle products (because iso7864:2016 appendix b has a test method for fragmentation drop by puncture, there is no requirement for fragmentation drop quantity index). As for the test method of puncture fragmentation drop in appendix b/ iso 7864:2016, appendix b of 3.1.8 of zhejiang instrument registration 20192140120 is basically the same, so our company refers to 2.1.8 puncture fragmentation drop (index) requirements of zhexiezhuzhun standard 20192140120 (as shown below). The requirement for dispensing hypodermic needles is that 100 puncture drops should not exceed 3). The hypodermic needle produced by our company is mainly used for human puncture injection (the tip of the hypodermic needle used for human puncture injection will be sharp, which will reduce the pain felt by patients during the puncture process). If it is used for puncture bottle stopper, there will be a risk of falling fragmentations. If it is used for puncture bottle stopper to draw medicine liquid, it is recommended to use the hypodermic needle for dispensing medicine, which can more effectively avoid falling fragmentations.

Event description:
It was reported that the hypodermic needles can pierce vial stoppers, potentially causing rubber debris to be drawn into syringes.